Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not charge his scs ipg for "a while" which resulted in the device becoming inoperable. Subsequently, the scs ipg was explanted and replaced (no sjm representative was present at the procedure). Stimulation was restored with the surgical intervention. Device information is unknown at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.